Event description:
Cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated during a normally scheduled follow up. During invasive troubleshooting, the physician found "twiddler's syndrome" had caused damage to the system's leads. The entire system was explanted and replaced.